Event description:
In 1996 bilateral christensen jaw implants were implanted but failed within a year. Implanting surgeon had modified the implants by removing the acrylic head. Right side of jaw was in a terrible amount of pain. When oral surgeon removed implants he discovered nickle was leaking from the implant into the patient's blood stream.